Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of myocardial infarction and thrombosis are listed in the absorb bioresorbable vascular scaffold systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title: "absorb® bioresorbable scaffold in ¿established¿ versus ¿off label¿ coronary lesions: 5 year data from the gabi r® registry" b3: date of event estimated as 12/01/2013 d4: the UDI number is not known as the part and lot number were not provided. D6a: date of implant estimated as (B)(6) 2013 the additional death reported in the article is captured under separate medwatch report.

Event description:
The potential benefits of bioabsorbable stents can be better assessed over the long term. The implantation of bioresorbable scaffold (brs) in situations with off-label indications provides real world insights into how clinical events differ in contrast to standard proved indications. The article provides long-term follow-up data about the use of bioresorbable scaffold (brs) for off label compared with approved indications. Between november 2013 and january 2016, 3264 patients were enrolled in the german-austrian absorb reglstry (gabi-r). Adverse patient effects included the following: death, major adverse cardiac event, scaffold thrombosis, target lesion failure, target vessel failure and re-hospitalization. The article concluded that the off-label use of brs is associated with a higher rate of stent thrombosis in the short term and in the long term with higher mace events considering more complex lesions and a higher morbidity. In the long term, there are no differences regarding stent thrombosis. Details are listed in the attached article, titled " absorb® bioresorbable scaffold in ¿established¿ versus ¿off label¿ coronary lesions: 5 year data from the gabi r® registry.¿ no additional information was provided.